Event description:
Manufacturer report number: 2017865-2023-17078, manufacturer report number: 2017865-2023-17079. It was reported that the patient presented for a device system extraction due to endocarditis. The pacemaker, atrial lead, and right ventricular lead were explanted. A new replacement pacemaker system was implanted. The patient was in stable condition.

Manufacturer narrative:
Correction: section d9: device available for evaluation? Yes. Section h3: not returned to manufacturer is checked as "no".